Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of accolade ii hip stem due to loosening was reported.

Manufacturer narrative:
An event regarding loosening involving a accolade stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on the information provided. Additional information such as return of device, additional x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of accolade ii hip stem due to loosening was reported.